Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer was hospitalized on (B)(6) 2016 due to a high blood glucose level and ketones. The customer's blood glucose level was not reported. For the last 2 months the buttons on the insulin pump were sticking. The insulin pump alarmed button error. The customer was given an IV while in the hospital. The insulin pump was removed prior to arriving at the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. The device is not returned.